Event description:
This is a report of constipation and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient had constipation which caused peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection (inj). Magnex (1gm (intermittent), frequency, and route not reported), inj. Heparin (1000 international units (iu), frequency, and route not reported), and tablet co-trimoxazole (twice daily (bd), dose, and route not reported) for peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.